Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that battery longevity issue was observed on the programmer. Upon device interrogation on november device displayed longevity of 3.2 years and on may 9th device displayed longevity of 1.6 years. There was a decrease of 1.6 years in half year time. This issue was suspected to be linked to the midlife issue from prior interrogation. No further information available.